Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual examination of the reload noted that it was fully applied and there was damage to the knife blade. Functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sub total gastrectomy procedure. For the second firing, used a manual stapling handle and reload. The surgeon squeezed the handle and fully fired the device. However, could not resect nor staple the tip of the line. The procedure was completed with manual suturing. There was no patient harm. The status of the patient is no problem. No reinforcement material was used.